Manufacturer narrative:
(B)(4). MDR ref #: 9615742-2011-00043 (avaulta posterior biosynthetic system).

Event description:
Procedure: urological/gynecological. According to the reporter: the patient underwent a posterior and anterior repair procedure for treatment of pelvic organ prolapse. The patient allegedly experienced pain and injury. Patient has undergone or will undergo corrective surgery or surgeries.